Manufacturer narrative:
Batch # (B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the clip did not come out at the sixteenth firing though the device functioned as intended until the fifteenth firing. Then, the device was fired for functionality out of the patient and the clip ejected. The same event continued several times. Another device was used to complete the case. There were no adverse consequences to the patient.